Manufacturer narrative:
Additional information: on review of the data associated with this post market clinical follow-up (pmcf) survey, medtronic was made aware that the events re lated to the endeavor resolute des occurred in the czech republic and therefore did not occur in the UK. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The physician in this case consented to participate in the survey but did not consent to be contacted regarding the information provided and wished to remain anonymous, therefore information for facility and city cannot be provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the endeavor resolute rx coronary drug-eluting stent. Survey results from an interventional cardiologist in practice 19 years. In the past 12 months, the physician has used the endeavor resolute stent 50 times. 5 of the smallest (2.25 x 8 mm), 35 intermediate (2.25 x 12 mm to 4.00 x 34 mm) and 10 of the largest sizes (4.00 x 38 mm) of these stents were used. The following device complaints were encountered when using the endeavor resolute product over the last 12 months: four incomplete stent apposition events, all related to the procedure but not directly to the device itself stent migration occurred in one case with clinical/patient impact where medical or surgical intervention was required. It was stated that the stent had to be captured from abdominal aorta which led to prolongation of the procedure. Incomplete stent expansion occurred in 3 cases, 2 of which had no impact on the procedure but the remaining 1 did have clinical/patient impact. It was stated that the resulting impact on the patient was the occurrence of acute thrombosis and further medical or surgical intervention was also required. It was reported that the device did not perform as expected in terms of reaching the target lesion in one case due to curvature and not related to the stent. It was also reported that the device did not perform as expected in terms of dilation of the target lesion in 2 events. It was stated that this was due to the vessel being heavily calcified and was not related to the stent.